Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the physician performed an emergency surgery on (B)(6) 2026 for intracranial pressure (icp) monitoring. On the morning of (B)(6) 2026, the microsensor (ID 826631) could not be detected by the icp monitor. After connecting with a new icp monitor, the microsensor still could not be detected. The microsensor was subsequently removed without reimplantation.